Event description:
It was reported that during a lap splenectomy procedure the device cut but did not staple. They used a second device to complete the case with no pt outcomes.

Manufacturer narrative:
Info anticipated, but unavailable at this time.